Event description:
A nurse reported to baxter (B)(4) that a bent spike of a transfer set was found during connection by a clean flash. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for damage with a transfer set was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation. Received one used set with no cap on spike and no cap on patient connector in reference to damaged. Set was visually inspected and noted that the tip of the spike was bent inward and body of spike was bent backwards. Set was tested underwater at 8 psi with no leak noted. No other visual defects were noted. This condition is not seen at mountain home during assembly. This product is manually assembled by operators performing a 100% pressure test inspection. A follow-up report will be filed should additional information become available.